Event description:
A patient's second revision surgery occurred due to dislocation. The primary surgery occurred on (B)(6) 2019. The first revision surgery, a poly swap to a larger cup size, occurred on (B)(6) 2019, and has been previously reported. When the patient dislocated again, the surgeon explanted all humeral components (size 9 humeris stem and 135/145 36/+6 standard humeral cup) and replaced them with humeral components from a different manufacturer in order to make use of their retentive liner. The original glenoid components remain in place.